Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient met with an interventional physician, and it was determined that the patient will received a replacement lead and ins for standard elective replacement indicator (eri). They stated that impedances were checked at 0.7 volts, which caused the patient discomfort and abdominal pain during the scan. It was noted that impedances were greater than 10,000 ohms. No further complications were reported.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for other chronic/interact pain. The rep reported that they were called to trickle charge the patient¿s overdischarge battery the day prior to the report. Upon interrogation, and impedance check was ran, and contacts 0-7 were outside of normal range. The patient indicated that they had 3 hard falls directly on their battery over the last couple of weeks. It was stated that the trickle charge resolved the physician mode reset and power on reset (por) demands. The patient was educated on recharging. No further complications or patient symptoms were reported or anticipated at this time.